Event description:
It was reported by the patient that their doctor told them that the cardiac resynchronization therapy pacemaker (crt-p) implant procedure could not be completed due to a wire and the last stitch could not be placed. The patient expressed concern that the crt-p may not be working. The patient reported that their left arm was swollen and they can feel "little pins going into their armpit". The patient also noted that they had a big bump. The crt-d and the lead remain in use. No further patient complications have been reported as a result of this event. It was further reported, via follow-up communication with the clinician, that the patient was seen and the device measurements were within normal limits and the device was working well. It was noted that the patient symptoms were not related to a device performance issue, but a doppler was ordered for the upper extremities.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that their doctor told them that the cardiac resynchronization therapy pacemaker (crt-p) implant procedure could not be completed due to a wire and the last stitch could not be placed. The patient expressed concern that the crt-p may not be working. The patient reported that their left arm was swollen and they can feel "little pins going into their armpit". The patient also noted that they had a big bump. The crt-d and the lead remain in use. No further patient complications have been reported as a result of this event.